Manufacturer narrative:
The results of the investigation are inconclusive since the device is not available for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Additional information indicates the system was explanted.

Manufacturer narrative:
The reported event of loss of stimulation was confirmed. At receipt, the ipg would not communicate due to a depleted battery. The battery was recovered, communicated, charged, and was tested to manufacturing specifications using the autotester. The returned ipg passed all functional testing (bench and autotest). No root cause was identified for the reported issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event has been estimated.

Event description:
It was reported that the patient's ipg would not communicate with external devices. Surgical intervention may be pending to address the issue.